Event description:
It was reported that during an esophagectomy procedure, the device was being used with a gold load on the stomach. The device was fired three times and when the device was opened, it was found that the staple line was open due to malformed staples and only one side of the stomach was cut, but jagged. The stomach contents spilled in the abdomen. The abdomen was cleaned out and another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Date sent: 07/11/2007. Information anticipated, but unavailable at this time.